Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted, and the patient was moved to another room. It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a disk full error, recreated the image, and tested the system, which initially passed but upon running the igt fco software, one of the hard drives was identified as faulty. To resolve the issue, the fse replaced both image drives on the ipcc pc, restored the data image. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.